Manufacturer narrative:
Occupation: other, senior counsel, litigation. Description of problem or event: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused post-implant deep vein thrombosis (dvt) and pulmonary embolism (pe). Additional information from the patient states that the patient experienced perforation of filter struts(s) outside the inferior vena cava (ivc), tilting of the filter, post-implant dvt, pe, depression and anxiety. According to the medical records the patient had a history of recurrent dvt, recurrent pe and an embolus while on anticoagulation. The filter was deployed via the patient's right internal jugular vein under ultrasound and fluoroscopic guidance. The filter was placed below the level of the renal vein. The results of a computed tomography scan done approximately eight years after the index procedure indicate that the superior tip of the filter is tilted medially and lies medial to the stent. The inferior tip of the filter is laterally tilted and likely lies lateral to the stent. The six vertical struts are external to the stent graft and are/may be external to the ivc. The posteromedial most strut does abut the right lateral margin of the aorta. Information regarding a stent graft have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified, nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. It is also unknown if these events occurred before or after a stent graft was implanted in the vicinity of the filter. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Depression and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to post-implant deep vein thrombosis and pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis, recurrent pulmonary embolism and an embolus while on anticoagulation therapy. The filter was deployed via the patient's right internal jugular vein under ultrasound and fluoroscopic guidance. The filter was placed below the renal vein level. The results of computed tomography (CT) scans done approximately eight years after the index procedure indicate that the superior tip of the filter is tilted medially and lies medial to the stent. The inferior tip of the filter is laterally tilted and likely lies lateral to the stent. The six vertical struts are external to the stent graft and are/may be external to the ivc. The posteromedial most strut does abut the right lateral margin of the aorta. The CT scan also noted atherosclerosis of the aorta, patch bibasilar atelectasis, hepatic steatosis and a tiny hiatal hernia.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts(s) outside the inferior vena cava (ivc), tilting of the filter, post-implant deep vein thrombosis , pulmonary embolism, depression and anxiety.